Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: side / pain'), genital haemorrhage ('abnormal bleeding'), ovarian germ cell teratoma benign ('right ovarian dermoid') and ureteral stent removal ('had to go back and get removed. Restrained left ureteral stent') in a 43-year-old female patient who had essure (batch no. 846827) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's previously administered products included for birth control: ortho tri-cyclen and iud nos; for an unreported indication: prenatal vitamins. Concurrent conditions included depression since 2016, insomnia since 2016, vitamin d deficiency since 2016, rheumatoid arthritis since 2016 and chronic pain since 2010. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), abdominal pain upper ("pain: stomach"), vulvovaginal pain ("pain: vaginal") and muscle spasms ("back cramp"), was found to have ovarian germ cell teratoma benign (seriousness criterion medically significant) and underwent ureteral stent removal (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy bilateral salpingectomy/unilateral/oophorectomy and oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, ovarian germ cell teratoma benign, vulvovaginal pain, ureteral stent removal and muscle spasms outcome was unknown and the dysmenorrhoea, dyspareunia and abdominal pain upper had resolved. The reporter considered abdominal pain upper, dysmenorrhoea, dyspareunia, genital haemorrhage, muscle spasms, ovarian germ cell teratoma benign, pelvic pain, ureteral stent removal and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 13-jun-2019: this case concerns 43 year old patient. Her demographic was updated. Her historical medication and concurrent condition was added. Essure indication was added. Essure lot number was added. Per plaintiff fact sheet following events: right ovarian dermoid, dysmenorrhea (cramping), pain: stomach, pain: vaginal, back cramp, had to go back and get removed. Restrained left ureteral stent and she did not undergo confirmation test were added. She had recovered from following events: painful menstrual cycles, stomach pain and painful intercourse. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: side / pain'), genital haemorrhage ('abnormal bleeding'), ureteral stent removal ('had to go back and get removed. Restrained left ureteral stent') and ovarian germ cell teratoma benign ('right ovarian dermoid') in a 43-year-old female patient who had essure (batch no. 846827) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's previously administered products included for birth control: ortho tri-cyclen and iud nos; for an unreported indication: prenatal vitamins. Concurrent conditions included depression since 2016, insomnia since 2016, vitamin d deficiency since 2016, rheumatoid arthritis since 2016 and chronic pain since 2010. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), abdominal pain upper ("pain: stomach"), vulvovaginal pain ("pain: vaginal") and muscle spasms ("back cramp"), underwent ureteral stent removal (seriousness criterion medically significant) and was found to have ovarian germ cell teratoma benign (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy bilateral salpingectomy/unilateral/oophorectomy and oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, ureteral stent removal, ovarian germ cell teratoma benign, vulvovaginal pain and muscle spasms outcome was unknown and the dysmenorrhoea, dyspareunia and abdominal pain upper had resolved. The reporter considered abdominal pain upper, dysmenorrhoea, dyspareunia, genital haemorrhage, muscle spasms, ovarian germ cell teratoma benign, pelvic pain, ureteral stent removal and vulvovaginal pain to be related to essure. Lot number:846827 manufacture date:2011-03 expiration date: 2014-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("painful intercourse"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.